Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. When asked the cause of death, the caller state that there were multiple complications; the customer had cancer which led to diabetes, and due to all the radiation for previous illness, the customer had to have a heart surgery. The customer had pancreatic cancer. The customer's blood glucose, at the time of death, was unknown. The customer was not wearing the insulin pump at the time of death; it was disconnected a day prior to passing, prior to going to the emergency room. The customer was using sensors but was not wearing one at the time of death. At this time, the insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.